Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges for a transfer, the user made a push up on the arm and it broke.

Manufacturer narrative:
This was misuse by the consumer, not a product problem. The owner's manual warns against using the armrests for transfers.

Event description:
Alleges for a transfer, the user made a push up on the arm and it broke.

Manufacturer narrative:
The date of incident was provided. The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges for a transfer, the user made a push up on the arm and it broke.